Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative, that a rt266 infant dual heated evaqua2 breathing circuit failed the pre-use leak test there was no patient involvement.

Manufacturer narrative:
(B)(4). The subject rt266 infant dual-heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative, that a rt266 infant dual heated evaqua2 breathing circuit failed the pre-use leak test. There was no patient involvement.

Manufacturer narrative:
(B)(4). Section d4: lot number has been corrected and primary UDI added. Method: the subject rt266 infant dual-heated evaqua2 breathing circuit was received at fisher & paykel (f&p) healthcare in new zealand for evaluation, where it was visually inspected, and leak tested. Results: visual inspection found no physical damage to the breathing circuit. Leak testing confirmed the presence of a leak. Further inspection identified a leak spot between the elbow and the collar on the expiratory limb. Conclusion: the reported leak was confirmed and was due the leak between elbow and collar. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt266 infant dual-heated evaqua2 breathing circuits state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.